Manufacturer narrative:
The device remains implanted in the patient at this time. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient has a total ankle replacement and will need to undergo a revision surgery for reasons that were not reported at this time.